Manufacturer narrative:
Investigation summary: the event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Clinical studies have shown roughly 2% of hemorrhoidectomies by milligan-morgan technique, require re-operation to mitigate postoperative bleeding (simillis, c., thoukididou, s. N., slesser, a. A. P., rasheed, s., tan, e. And tekkis, p. P. (2015), systematic review and network meta-analysis comparing clinical outcomes and effectiveness of surgical treatments for haemorrhoids. Br j surg, 102: 1603-1618. Doi:10.1002/bjs.9913). Applied medical has discussed and reviewed the details surrounding the event with our subject matter expert (sme), a consultant general surgeon and concluded that the root cause cannot be confirmed without the subject device. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate this type of event.

Event description:
Additional information received on 24th february by applied rep: "the surgeon applies betadine in order to prepare the sterile field (so before the sealing cycle), of course the betadine is then dried with sterile drape. Since the surgeon knows that any small amount of betadine may increase the risk of sticking tissue, he applies the saline on the target tissue and then he dries it with sterile drape. So no residual of betadine or saline was on the tissue when he applied energy."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Hemorrhoidectomy by (B)(6)- please see the other cer*. The surgeon reported that occurred the same event, the bleeding occurred in day 4 but this patient has been reoperated in another hospital/ surgeon. The surgeon didn't call any applied representative because he thought it was a sporadic case. The when he experienced another bleeding and decided to call us. The samples are not available. The event has not been reported to the ministry of health." Additional information received by email from sales rep on 6 feb 2017: the device was cleaned every 3/5 cycles. After the completion of a successful seal cycle, the device was not reactivated on the same tissue without moving the jaws. There was no generator alarms during the procedure, particularly during a seal. Additional information received from rep 17th february: the bleeding vessel that required the second operation it was an haemorrhoid vessel so less than 2 mm. The surgeon said that he usually clean with saline the eventual betadine residual on target tissue, because he knows that betadine create sticking of the tissue. He also said again that issue shouldn't be patient depend, since when he operate him again the bleeding stopped when he put a stitch and he recovered quickly. Type of intervention: the patient has been operated, then he was good patient status: the patient received an injury associated with the complaint event *MDR# 2027111-2017-01448.